Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure, the physician detected problems with capture in the right ventricle when the implantable pulse generator (ipg) was connected. The ipg was not used and replaced with a new device. No patient complications have been reported as a result of this event.